Manufacturer narrative:
This is being reported for a problem found earlier. Investigation revealed that there was no system malfunction. The purpose of this investigation is to evaluate the risk associated with the identified failure mode of "pre-op CT to 2d registration fails" for egps the pre-operative merge can be impacted by such factors as quality of the pre-operative CT, quality of the fluoroscopic images, surgical plan and patient anatomy. Case investigation revealed that the fluoroscopic images contain tracking errors leading to a difficult merge, and a satisfactory merge could not be obtained by assigning different shots and adjusting centroid positions. Suggested troubleshooting measures for the user would be to take more true ap and lat shots, try different shots and registration types, re-assign centroid positions, and adjust brightness/contrast of the fluoroscopic images. The observed severity did not exceed the anticipated severity. The observed overall risk level is low, which is lower than the anticipated risk level. Therefore, the overall risk of the system has been maintained and there is no further investigation required. The cause of the reported issue can be traced to user technique.

Event description:
The surgeons complaint was the fact that while attempting to merge the l2 vertebral body, he was unable to get a better merge because of the lordotic shifting.